Event description:
Procedure: pneumonectomy. According to the reporter: after firing, part of the tissue was stuck on the cartridge. The device was removed using a clamp. This resulted in tissue damage. Surgery was converted to thoracotomy and additional tissue was resected. The pt condition was reported as fine.

Manufacturer narrative:
(B) (4). (B) (4).